Manufacturer narrative:
Concomitant product: 407645 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited oscillating superior vena cava (svc) coil impedance measurements between normal and low values. The svc coil was programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.